Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty camera head. In addition, the cable has a kink, the charge couple device focus knob is stiff. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device yielded no image, only a black screen was seen. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty camera head. The specific root cause of the faulty camera head could not be determined at this time. Olympus will continue to monitor field performance for this device.